Event description:
Pt called lfs in 6/2003 alleging the ot ultra meter would not power on. The pt reported no symptoms while attempting to test on the meter. Pt tested the blood sugar on another device and obtained a reuslt of 293mg/dl. No medical intervention required. The issue was not resolved with troubleshooting. No further info has been reported.